Event description:
Meniscus arrow broke off inside the patient with a delay but no injury to the patient. We decided to report this case although no injury to the patient was reported, because we are lacking information related to nature of the delay, faith of the broken implant and patient follow-up. Follow-up report will be sent as soon as we get additional information from the hospital.

Manufacturer narrative:
The manufacturer has undertaken a review of manufacturing and complaint history records for this lot. The manufacturing records for lot s0003252 were found to be in compliance with the requirements. Results of the mechanical tests (separation force between top and stem and pull-out force of barbs) of the final devices from this lot were well above the minimum acceptance limits. This is the only complaint received for lot s0003252.